Event description:
It was reported the patient had his left inflatable penile prosthesis cylinder tried and not used due to an "urethral perforation." No further patient complications were reported in relation to this event. Additional information was received that the urethral perforation was caused by the physician "ramming the spectra cylinder forcefully in the distal penis." The patient had a foley catheter inserted on left side to allow the urethra to heal.